Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lobectomy procedure, while the device was being applied to the disconnected air tube, the device did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. They used new nails to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit had a full staple complement of staples. Further visual investigation noted that the clamping mechanisms was deform. Functionally the loading unit was loaded into a pmv representative instrument and was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lobectomy procedure, while the device was being applied to the disconnected air tube, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. They used new reload, using the same handle, to resolve the issue in order to complete the case. There was no patient injury.